Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 8.0-8.2cm from the connector pin, consistent with lead friction to the ICD can. The rv conductor was exposed at this location. External and internal insulation abrasion was noted at 15.0-15.7cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 8.5-14.5cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that during device change out for eri, externalized conductors were observed. No electrical anomalies were noted. The lead was explanted and replaced. Patient was fine before and after the procedure.